Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to received information the device failed pressure transducer test and safety valve test during the pre-use check. The reported pre-use check failures were confirmed in the provided device's logs. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the expiratory valve coil and expiratory channel connector. Moreover, during evaluation of the device logs technical error indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. Occurrence of reported error may lead to stop of ventilation. The cause of the failure was not established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.